Event description:
It was reported by the physician that their handheld was freezing on interrogation successful screen. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B)(6) handheld computer. New handheld is being shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis on the flashcard was completed and the screen freeze event is a known issue that has been identified by the manufacturer. Other than the above mentioned observations, the flashcard and software performed according to specifications. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B)(6) handheld computer. Analysis was completed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter of the main battery with a full charge.